Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: arrhythmogenic iatrogenesis imperfecta: a decades-long chase down the rabbit hole. Heart rhythm case reports 2021;7:296¿300. Doi.org/10.1016/j.hrcr.2021.01.020. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding pacemakers and leads. The article reports a patient who experienced sudden increases in their heart rate from mild-to-moderate activity up to her device¿s maximum programmed tracking rate. Treadmill exercise testing confirmed periods of pacemaker mediated tachycardia (pmt) secondary to exercise-induced retrograde va conduction. Their implantable pulse generator (ipg) was reprogrammed but continued to have exercise intolerance owing to episodes of repetitive non reentrant ventriculoatrial synchrony. Further reprogramming was attempted, but the patient underwent an ablation procedure. Post ablation, they reported intermittent episodes of their ¿chest pounding,¿ with associated symptoms of dyspnea lasting several minutes to hours at a time. The symptoms occurred both at rest and with exertion, without any obvious precipitating factors, and became increasingly more frequent. Echocardiography performed demonstrated normal left ventricular systolic function but noted to have intermittent spontaneous p waves that were dissociated from right atrial pacing. It was suspected that the patient had a variant of ¿pacemaker syndrome¿ owing to loss of left-sided atrioventricular synchrony with her most recent ablation. A decision was made to upgrade her to a biatrial pacing system. The following day, there was loss of atrial capture and the left ventricular (lv) lead had migrated. Both leads were explanted and replaced the next day. The status/ disposition of the device and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.